Event description:
Additional information was received indicating that, following the device reprogramming, additional incorrect interpretation of signals was noted on the device resulting in inappropriate shock and inappropriate anti-tachycardia pacing (atp). Abbott technical support was contacted and additional reprogramming of the device was performed. The patient was in stable condition.

Event description:
It was reported that incorrect interpretation of signals resulting in inappropriate anti-tachycardia pacing (atp) was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed. The patient was in stable condition.